Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. During implant, it was observed that the capture threshold of the atrial lp increased upon fixation. The lp was repositioned and capture threshold returned to normal. The patient was stable.